Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed cuts in the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experiences vertigo, pain, and poor performance. The recipient reportedly has impedance fluctuation. Revision surgery has been scheduled.